Event description:
A consumer reported experiencing a ray of light coming from any light source following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.